Manufacturer narrative:
Product event #(B)(4). Investigation plan: visual inspection, functional inspection (if applicable). Lhr review complaint device details: device name: plasmablade 3.0s, product number: ps210-030s, lot number: fl50862321, expiration date: 2018-01-01, quantity returned: 1, testing performed: device packaging inspection: received in a cardboard box with no packaging to fill the negative space. Device was doubled bag in bio-hazard bags and no original packaging was included. Device cannot be confirmed with the information listed in the gch nor can the device that was sent back be confirmed as the reported complaint device. No additional paperwork was included. Device visual inspection: device has been used with eschar on the electrode and dried blood on the handpiece. All components appear intact without any damage. There are no visual signs related to the description. Both cut and coag buttons have a tactile feel functional inspection: plasmablade¿ 3.0s was connected to the complaint lab pulsar® ii generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated by a pulsar® generator prior to complaint investigation. The device was tested for functionality via activation in grounded saline in the collapsed position at cut setting-2 and coag setting-1 producing acceptable results. The device is acceptable if the ¿glow¿ around the edge of the blade, plasma field, is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are independently actuated¿. No abnormal activations, sounds, or arcing from the electrode was experienced during the functional test. Lhr review: a review of the lhr for lot # fl50862321 revealed: operations: 40.3.1- functional test/ firing test (cut and coag) ¿ qty. Scrapped 2. Investigation conclusion: complaint not confirmed: the reported issue contained in gch was not duplicated in the laboratory environment. The device was tested for functionality and met the product specification requirements producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator was representative of normal operation. The device performed as expected and responded normally via activation in grounded saline and when connected to the generator for all activations. No abnormal activations, sounds, or arcing from the electrode was experienced during the functional test. No conclusions could be made on the cause of the failure because the failure could not be reproduced. The complaint will be tracked and trended in gch. (B)(4).

Event description:
During a mastectomy procedure, the surgeon was cutting with the device and using a wet lap with his opposite hand near the incision to hold the other tissue away. Approximately halfway through the case, while activating the device on cut, the surgeon noticed a brief jump of energy (arc), approximately 1 cm long from the device tip to the wet lap. It is believed that the device was in contact with the tissue when the issue occurred. There was no unintended tissue effect and no injury to the patient or surgeon. The same system was used to finish the case